Event description:
Caller states patient tested >8.0 inr on the coaguchek xs system. She was sent to the emergency room (ER) where a comparison lab returned as 5.0 inr. The patient's coumadin dose was adjusted based on the reported results. No medical treatment required. No adverse event reported. Requested return of suspect system and replacement was sent.